Event description:
Event description guidant received information during a scheduled follow-up visit six months after this pacemaker was implanted, that the device indicated less than 0.5 years of battery longevity remained. The battery of this pacemaker was suspected to be depleting prematurely and a device replacement procedure was scheduled.